Manufacturer narrative:
Correction/removal reporting #: 1627487-07262013-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported she had stopped using her scs system due to pregnancy. The pt has not charged her system for over two years and currently cannot communicate with her ipg using external devices. The pt is tentatively scheduled for an appointment with a sjm representative at a later date.